Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: over the past two weeks, we have had many incidents where the bloodlines are pulling air through the connector point when connected to the saline line. No injury reported. Although the facility indicates many incidents occurred, one medical device report is being reported for the incident as it is currently unknown how many events occurred or how many devices were involved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two unused samples (one of each lot number) were received for evaluation. The returned samples underwent visual inspections, and no visual defects were identified. The samples were then subjected to a leak test by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Furthermore, the samples were evaluated for occlusion with no occlusions or blockages being identified. A review of the nonconformance database was performed for the reported lot numbers, and no abnormalities or non-conformances were noted during the in process or final product inspections. Based on the evaluation of the received samples, both lot numbers met internal specifications, and the reported defect of air-in-line is not confirmed for both cases. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.